Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a shaft break occurred. The lesion was located in the common bile duct (cbd). The extractor rx 9mm x 12mm retrieval balloon was advanced through an unspecified endoscope, however, at an unspecified time, the catheter shaft "severed". The physician was able to remove the catheter from the endoscope in one piece. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "fine".